Event description:
It was reported that the customer experienced a malfunction on the pump, specifically with malfunction code malf 16. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, remaining within the normal range. Technical support provided pump reset information and assisted the customer in resetting the device, with no recurrence of the malfunction code afterward. The customer was advised to continue using the pump and to contact support if any issues reoccur.